Event description:
While closing surgical site, tip of 3-millimeter curved suture tip broke off. Dr [redacted] physically searched for missing piece of suture but unable to locate. Radiology contacted and xray's taken. Radiology confirmed that he was unable to locate suture tip via x-ray.